Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained hyperglycemia with blood glucose readings above 400 for approximately 24 hours while using the ilet, despite observed insulin delivery and multiple infusion set and tubing changes; the user was evaluated in an emergency department for over 12 hours, and later reported that the pump was functioning normally with glucose in range. Symptoms included hyperglycemia. Outcomes included emergency department treatment without admission reported. Investigation included review of pump delivery data, user troubleshooting, and education regarding differences between interstitial glucose and fingerstick measurements. Investigation of this case revealed pump insulin delivery consistent with a decreasing cartridge and no internal leakage, with likely poor insulin absorption related to infusion set or site issues; the user reported using a steel set but indicated the pump may have been configured for a teflon set during fill and cannula steps. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with infusion site or configuration factors rather than a pump delivery malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.